Event description:
It was reported that balloon rupture occurred. The 72% stenosed target lesion was located in the non-tortuous and mildly calcified right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. The device was inflated for three times and the last pressure that the balloon was inflated was at 10 atmospheres. However, after multiple times of pushing in and out inside patient, it was found that the balloon already ruptured when blood was coming out from the shaft. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient status was stable.

Manufacturer narrative:
Age at time of event - 18 years or older.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was blood and contrast present in the inflation lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon on the proximal end of the distal markerband. There was no markerband damage detected as the pinhole was near the markerband. The device failed to inflate to rbp.

Event description:
It was reported that balloon rupture occurred. The 72% stenosed target lesion was located in the non-tortuous and mildly calcified right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. The device was inflated for three times and the last pressure that the balloon was inflated was at 10 atmospheres. However, after multiple times of pushing in and out inside patient, it was found that the balloon already ruptured when blood was coming out from the shaft. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient status was stable.